Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to o ver-rotation. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. The analyst noted according to the reported, the x-ray photo provided, and the analysis tests results, it is likely that the distal conductor fractured within connector leg-pin may cause by excessive torque to the is-1 pin instead of rotate the lead body. The lead model 3830 electrode configuration designed fixed helix screw, therefore the only way to extend/retract the helix is rotate the lead body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high impedance, high threshold, loss of capture with tissue on the helix. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.